Event description:
The patient received multiple shocks due to noise. A drop in the r-waves was observed. X-ray was recommended for a possible lead dislodgement. The lead remains implanted.

Manufacturer narrative:
Na